Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr had been performed 10 years ago, patient complained of a noticeable snapping sensation in his hip. On the x-ray, it appears to me that the femoral head is not seated deeply enough in the acetabulum. It is unknown how this adverse event has been addressed. Patient's current health condition is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past escalation actions found no events applicable to this complaint. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use lit. No. 12.23, ed. 03/21 states "positioning problem" of the component as a ¿potential medical device problems¿ resulting from a hip arthroplasty. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided the clinical root cause of the reported events could not be determined. Without comparison images of previous x-rays, we are unable to confirm if there was adequate fixation or positioning following the initial procedure. We are also unable to rule out improper implant selection, patient bone quality, trauma, non-compliance with post-operative treatment plans, and activity level as likely contributory factors. There is no evidence to support that there was a device malfunction of the smith & nephew device. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.